Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 38x2.75mm de-novo target lesion was located in the left circumflex (lcx) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was successfully deployed. Post stenting and while taking orthogonal views, it was noted that there was a mid to distal edge dissection of the lcx. A different stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.